Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that an unspecified number of pen ndl 31ga 5mm 100bx 1200 USA were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the insulin does not flow from the pen needles. Verbatim: consumer reported when priming pen needle, no insulin flowslot: 0127651catalog: 320119date of event: unknown samples: no call came in 2021-03-05, entering today. Cl".

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of pen ndl 31ga 5mm 100bx 1200 USA were unable to deliver medication during use. The following was reported by the initial reporter: it was reported that the insulin does not flow from the pen needles. Verbatim: consumer reported when priming pen needle, no insulin flows lot: 0127651 catalog: 320119. Date of event: unknown. Samples: no. Call came in (B)(6) 2021, entering today. Cl.